Event description:
It was reported that the patient experienced discomfort with the implanted electrode tip position the electrode was successfully re-positioned. There were no additional adverse patient effects.